Event description:
It was reported that ventriculmegaly and gradual worsening of state of health were noted. Findings at the time of surgery showed an unusual blockage of the shunt system with the interior shunt tip clogged with gray caronaceous appearing material with a fibrous clot at the very end. This was transected off and sent for culture. Further up the shunt were noted two small black balls, which appeared to be the result of the radiopaque material from the anterior of the shunt at the level of the slits, coming loose.